Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe and subsequently the customer felt resistance when filling the cartridge during the load sequence. The same cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 206 mg/dl.